Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 21 mg/dl. The customer was treated for the low blood glucose with a manual injection. The customer stated that a bolus was not given in the middle of the night as programed. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. Pump monitored for several days and no unexpected bolus delivery noted. Pump received with intermittent act button response. Unable to determine root cause of the issue. Pump received with cracked reservoir tube lip and minor scratched lcd window.(B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened keypad dome switch. The square wave bolus of 14.9u was verified in the insulin pump history. However, unable to verify in the insulin pump history that the square wave bolus was manually programmed by the customer due to button presses files erased. The insulin pump was monitored for several days and no unexpected bolus deliveries found in the bolus history noted.